Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed post-paced t-wave oversensing (pptwos) was noted on the implantable cardioverter defibrillator (ICD). No changes or intervention was performed. The patient condition was stable.